Event description:
Sales representative reported difficulty deploying t2 on two devices. In 2006 sales rep. Confirmed that one of the three t1's were able to be removed. The other two had the suture cut free and the anchors remain in the knee. Back-up devices from a different lot were successfully used to complete the repair. The surgeon is an experienced fastfix user. There was no delay and no patient injury experienced.

Manufacturer narrative:
Device is not being returned for evaluation, therefore, no determination could be made for the reported device failure. After additional information was provided by sales rep. In 2006, a re-assessment of this incident was completed and it was determined that the incident is reportable.